Manufacturer narrative:
One 3000ml bag was received for evaluation. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the top weld of the 3000 ml bag. Magnified inspection observed a tear/hole in the top weld where the leak occurred from the 3000 ml bag that verified the reported issue. He cause was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 3000 ml eva tpn bag leaked. There was no patient involvement. No additional information is available.